Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have given too much insulin due to being connected while priming. Customer began to have symptoms of cold sweat, weakness, nausea, headache and seeing black spots. Customer's blood glucose was 71 mg/dl. Customer treated with food and blood glucose only elevated to 74 mg/dl. Customer went to the emergency room on (B)(6) 2015 with blood glucose of 74 mg/dl. During troubleshooting, customer reported of not being able to exit the "preparing to prime" loop. Customer did not receive numbers nor second set of beeps on screen after holding down the act button. Customer reported to have received a compromised forse sensor alarm. Customer states that drive support cap was protruded. Customer was advised that insulin pump would need to be replaced.